Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be flied upon completion of the manufacturer's investigation.

Event description:
Medical records of a peritoneal dialysis patient received on 1/2/2018 reported that the patient had experienced two instances of peritonitis in the past. Upon follow up with the patient's nurse it was confirmed that on (B)(6) 2016, the patient was diagnosed with peritonitis. There was a peritoneal dialysis effluent culture performed (unknown date) which revealed moderate white blood cells (wbc), no organism growth. The pt. Was treated outpatient with ceftazidime 1000 mg x 2 doses intraperitoneal (ip) and vancomycin 1.5 grams (g) initially then increased to 2g ip. Treatment with vancomycin ended on (B)(6) 2017 per the nurse. The patient continued pd therapy.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: a possible temporal relationship exists between the liberty cycler/liberty cycler set and the patient¿s peritonitis event. However, there are no reported allegations of a liberty cycler/liberty cycler set malfunction that is causally associated with the patient's peritonitis event. Based on the information available, the etiology for the patient's peritonitis event cannot be confirmed. However, there is a possibility the patient's peritonitis event is related to a breach in aseptic technique during ccpd therapy. Should additional information become available this clinical investigation will be re-evaluated accordingly.

Event description:
Medical records of a peritoneal dialysis patient received on 1/2/2018 reported that the patient had experienced two instances of peritonitis in the past. Upon follow up with the patient's nurse it was confirmed that on (B)(6) 2016, the patient was diagnosed with peritonitis. There was a peritoneal dialysis effluent culture performed (unknown date) which revealed moderate white blood cells (wbc), no organism growth. The pt. Was treated outpatient with ceftazidime 1000 mg x 2 doses intraperitoneal (ip) and vancomycin 1.5 grams (g) initially then increased to 2g ip. Treatment with vancomycin ended on (B)(6) 2017 per the nurse. The patient continued pd therapy.

Event description:
Medical records of a peritoneal dialysis patient received on (B)(6) 2018 reported that the patient had experienced two instances of peritonitis in the past. Upon follow up with the patient's nurse it was confirmed that on (B)(6) 2016, the patient was diagnosed with peritonitis. There was a peritoneal dialysis effluent culture performed (unknown date) which revealed moderate white blood cells (wbc), no organism growth. The pt. Was treated outpatient with ceftazidime 1000 mg x 2 doses intraperitoneal (ip) and vancomycin 1.5 grams (g) initially then increased to 2g ip. Treatment with vancomycin ended on (B)(6) 2017 per the nurse. The patient continued pd therapy.

Manufacturer narrative:
Corrective data: date of birth added.